Manufacturer narrative:
The insulin pump was received with unresponsive up and down buttons due to corroded keypad trace. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 299 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer mentioned that she was working outside with plans, which may have caused the alarm. Advised causes of moisture damaged to the customer. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.